Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 808:07 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Event description:
During service by baxter personnel, failure code 808:07 was found in the event history to have occurred during delivery. There was no known patient involvement; there were no reports of patient injury or medical intervention, patient injury or adverse reaction in association with this event. No additional information is available. The user interface module master software version is currently unknown.